Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient failed to recharge his scs system for approximately 2 months. As a result, the ipg is unable to communicate with any external devices. Reportedly, the issue was confirmed by the sjm representative. Surgical intervention is pending as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new device. Therapy was restored and the issue resolved postoperatively.